Event description:
During an atrial fibrillation procedure, the catheter tip was noted to be fractured. The catheter was exchanged and the procedure was completed with no adverse patient consequences..

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip noted 0.6¿ proximal to the distal tip.